Event description:
(B)(4). My symptoms have appeared long before the above date. Pelvic cramps for days after my period has ended. Heart/chest fluttering. Sharpshooting pelvic pain that goes away as quick as it came (usually on right side but has on occasion affected the left side).